Event description:
It was reported that the patient has been in bed for a long time so the hip skin is thin and there is a risk of bedsore. The transparent dressing was used to cover the local area to prevent bedsore but after about 10 hours of use, the patient complained of local itching and discomfort. It was found that there were red spots and papules on the covered area. It was considered as a local allergic rash and recommended to apply ketoconazole locally. The rash disappeared about 1 day after the application of ketoconazole.